Event description:
Litigation alleges patient had pain, elevated metal levels and limited mobility after asr hip implant. On(B)(6) 2012 sales rep reported revision surgery due to pain and osteolysis. On (B)(6) 2013 patients revision operative records were received. Records indicate the patient was revised to swelling of the hip along with the pain. Upon revision a large amount of corrosion between the s-rom taper and the sleeve of the large femoral head was found.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the (B)(4) and international complaints databases finds no other reports against the femoral stem/sleeve product and lot code combinations since release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.